Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (15ag0l3) did not show any pre-existing anomaly on the 43 pieces manufactured with this lot #. We will submit a final MDR after the complete investigation.

Event description:
Intra- operative issue involving a curved cup impactor, model # 9095.11.550, lot# 15ag0l3. According to the info reported, surgeon was able to complete the surgery by using the other curved impactor available. No consequences for the patient and no prolonged surgical time. Event occurred in the (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (15ag0l3) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. According to the info reported, the intra-operative breakage (with splitting into 2 parts) of the curved impactor probably occurred during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. By a visual inspection of the returned instrument, the breakage occurred corresponding to the welded section of the instrument. The grip of the instrument is visibly deformed, indicating that an improper / excessive beating could have significantly contributed to the breakage of the instrument. As an improvement, in july 2016 lima corporate adjusted the design of the curved impactor; in the new version, the body of the instrument is monolithic. The new version is already available on the us market. No similar issues on the improved monolithic version have been reported up to now. Lima corporate will keep monitored the market to verify the effectiveness of the design improvement introduced in july 2016.

Event description:
Intra- operative issue involving a curved cup impactor, model # 9095.11.550, lot# 15ag0l3. According to the info reported, surgeon was able to complete the surgery by using the other curved impactor available. No consequences for the patient and no prolonged surgical time. Event occurred in the (B)(6).